Manufacturer narrative:
H.6. Investigation: a device history record review was completed by our quality engineer team for provided lot number 9143630. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system needle broke off during use. The following information was provided by the initial reporter, translated from chinese to english: "when the nurse found that the end of the patient's safe indwelling needle was broken (the patient has no special behavior), she immediately replaced a new indwelling needle and notify the equipment department".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system needle broke off during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "when the nurse found that the end of the patient's safe indwelling needle was broken (the patient has no special behavior), she immediately replaced a new indwelling needle and notify the equipment department".